Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. Customer stated the insulin pump's down button was really hard to press to get it to work and insulin pump always squirts insulin when priming. Customer stated that the insulin pump battery life was down to a week or less, rejected new batteries, random no delivery alarms. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected a33 alarm anomalies noted.